Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the room has no power, and the system will not boot on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.